Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section g4 as the incorrect 510k number was inadvertently submitted as k152525 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the bladder would not hold air in the band. The procedure performed was a radial heart catheterization. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. There was no patient injury/medical or surgical intervention required. Additional information was received on 11 may 2023: it was no clear how much air was in the band. The band would not hold air and the staff noticed this as they were taking the bladder down. The device was not manipulated in any way. The product was stored in the lab in a temperature-controlled environment. The patient was in stable condition. The procedure was successful. No other devices were used at the access site. There was very little blood loss, less than 250cc's. Additional information was received on 15 may 2023: the tr band remained on the patient; it was not switched out.